Event description:
On 02-jan-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive result on a 60 year old female patient with post-menopausal bleeding. There was no additional patient information at the time of this report. Return product is available for investigation. Method date collected tested result sample I-stat (B)(6) 2023 09:50 09:50 102.4 iu/l venous #1 vitros (B)(6) 2023 13:33 14:02 <2 miu/ml venous #2 I-stat positive cut-off values: b-hcg = 5.0 iu/l negative 5.0 < ss-hcg < 25.0 iu/l indeterminate b-hcg = 25.0 iu/l positive there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2024. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Am (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for total b-hcg cartridge lots f23281a and f23311.